Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between feb 14, 2024 and may 15, 2024. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that he intended to implant a symfony intraocular lens (iol) but implanted a synergy lens. It was confirmed that there was no mistake or error on the label of the device, that it was on doctor's paperwork. The doctor was not and is not concerned about the synergy lens being put in because he frequently does mix and match lenses. It was indicated that in the eye that has the synergy lens, the patient is .5 diopter hyperoptic. The patient did not have debilitating condition. The patient has very mild drusen and states that near vision that eye is blurry. The patient is fine, just not happy with the near/overall vision, has dry eye & tears are pooling in that eye. The patient put on artificial tears but did not make much of a difference. No outside of standard care medication was prescribed to the patient. It was noted that the capsule appears to be cloudy. The patient is 20/20 but again not happy with near vision in the eye which has the synergy lens. The doctor was considering an explant or yttrium-aluminum-garnet (yag) on that eye. In the second eye the doctor implanted a symfony optiblue lens and the patient is very happy with the vision in that eye. Additional information received indicated that yag was not been performed on the eye. However, the synergy lens was explanted and replaced with a symfony optiblue iol. The explanted lens was discarded at the customer site and is not available for evaluation. No further information was provided.